Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation, therefore this complaint can be confirmed. During evaluation, it was found that the chassis, housing and upper case were physically damaged. The damaged parts were replaced to correct the identified failures. The device was cleaned, calibrated newly, tested and found to be fully functional. The physical damage to the device can be attributed to user mishandling, probably during storage / transport of the device. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via service request that the fms vue pump was found to have a defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test. The device is available to be returned for evaluation.